Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: around 0-25% of the shell is missing, red particles in shell, wear abrasion, flat creases, broken shell with sharp edge on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive the reason for reoperation: rupture further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device was explanted.